Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information: technical services reviewed the provided x-rays and noted there are some areas of attention where mechanical tension may be increased (there is a possible kink or acute change in electrode body direction). Electrode connection seems ok. Additional information: the patient's s-ICD system was explanted without complication. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bubble and a benign crack in the notch area next to the proximal sensing electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 33 to 36 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Manufacturer narrative:
To date, this electrode has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information: technical services reviewed the provided x-rays and noted there are some areas of attention where mechanical tension may be increased (there is a possible kink or acute change in electrode body direction). Electrode connection seems ok. Additional information: the patient's s-ICD system was explanted without complication. No additional adverse patient effects were reported.